Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a revision surgery due to suture breakage. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4) (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address unknown reasons. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
Implant date - unknown date, (B)(6) 2018. Methods: 4111: communication/interviews, conclusion: 4315: caused not established. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.